Event description:
It was reported that the charger port melted, while in use at a hotel. There was no harm to the user, and no property has been reported. Original accessories were used. Warranty expiration date was 01/31/21. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref( B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case concluded: investigation confirmed trend analysis conclusions. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Testing of actual device: the micro usb connector in the apollo 5.1 has mechanical limitations, if it is subjected to rough handling by the user. The mechanical support (charger plastic housing) cannot mitigate the deformation of the connector. When that happens, it is open for wrong insertions of the connector. The wrong insertion of the cable has deformed the vcc pin forming a short-circuit. The short-circuit will emit heat when the cable is connected to the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Clinical evaluation: it was reported that the charger melted at the charging port while it was being used at a hotel. There was no harm to the user, and no mention of property damage. Original accessories were used. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation 0378080 clin eval plan&rpt,wl acc and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: based on the information provided this appears to be a known risk which is covered by an existing CAPA 0647. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Manufacturer's investigation is final. This is a combined (initial and final) report.